Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl while using a dexcom g7 sensor with the ilet and contacted support for guidance on meal announcing; the user treated with 4 glucose tablets, verified recovery with a fingerstick to 105 mg/dl and rising, and was advised to announce the meal once stabilized. Customer care provided support that troubleshooting education. Investigation of this case revealed that the hypoglycemia occurred with an unclear cause and resolved after appropriate carbohydrate treatment with no device malfunction reported. No symptoms associated with hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates and recovery without medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause with user coaching provided on treatment and timing of meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.